Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the left ventricular lead exhibited loss of capture and high pacing impedance. No intervention was performed. Patient status was not reported.